Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) no anomalies were found; grommet damage was noted.

Event description:
It was reported that during the implant procedure the device showed oversensing on the rv channel and resulted in pacemaker inhibition. The oversensing could not be resolved therefore the device was not implanted. No patient complications have been reported as a result of this event.